Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 46 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer treated with insulin pump and food. The customer declined troubleshooting. The product will not be returned for analysis.